Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The main arm cannot communicate with the motor arm. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded electronic assembly, and motor. Moisture damage was found on the force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed due to multiple pump error 3 and multiple pump error 63 alarms on the event date 20-aug-2022. Please see below for the times and the date (20-aug-2022) for the pump error 3 and the pump error 63 alarms. Pump error 3 and pump error 63 alarms due to corrosion on the electronic assembly. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, faded/shifted serial number label, keypad overlay texture damage, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 20-aug-2022 in the pump history file. On 08/20/2022 17:28:35.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 17:28:40.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 17:30:03.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 17:31:01.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 17:31:21.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 17:31:54.000 alarm alert notification. Fault number = motor drive error (43). On 08/20/2022 17:32:09.000 alarm alert notification. Fault number = failed battery test (58). On 08/20/2022 17:32:28.000 alarm alert notification. Fault number = failed battery test (58). On 08/20/2022 17:33:29.000 alarm alert notification. Fault number = failed battery test (58) on 08/20/2022 17:33:46.000 alarm alert notification. Fault number = failed batt test (58). On 08/20/2022 17:34:22.000 battery removed. On 08/20/2022 17:34:22.000 alarm alert notification. Fault number = battery removed (84). On 08/20/2022 17:34:36.000 battery inserted. On 08/20/2022 17:36:42.000 alarm alert notification. Fault number = motor drive error (43) on 08/20/2022 17:36:46.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 17:36:50.000 alarm alert notification. Fault number = mfda alarm (130) on 08/20/2022 17:37:03.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 17:37:08.000 alarm alert notification. Fault number = mfda alarm (130) on 08/20/2022 17:39:55.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 17:42:18.000 alarm alert notification. Fault number = motor drive error (43). On 08/20/2022 17:51:41.000 alarm alert notification. Fault number = motor drive error (43). On 08/20/2022 17:51:45.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 17:51:50.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 17:52:28.000 alarm alert notification. Fault number = motor drive error (43) on 08/20/2022 17:53:03.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 17:53:08.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 17:53:57.000 alarm alert notification. Fault number = motor drive error (43). On 08/20/2022 17:54:03.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 17:57:52.000 alarm alert notification. Fault number = motor drive error (43). On 08/20/2022 17:57:56.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 18:07:08.000 alarm alert notification. Fault number = motor drive error (43). On 08/20/2022 18:07:12.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 18:07:26.000 battery removed. On 08/20/2022 18:07:26.000 alarm alert notification. Fault number = battery removed (84). On 08/20/2022 18:07:44.000 battery removed. On 08/20/2022 18:09:27.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 18:17:01.000 alarm alert notification. Fault number = battery removed (84). On 08/20/2022 18:29:49.000 alarm alert notification. Fault number = battery out limit (6). On 08/20/2022 18:30:21.000 alarm alert notification. Fault number = motor drive error (43). On 08/20/2022 18:32:30.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 18:32:35.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 18:33:51.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 18:33:56.000 alarm alert n otification. Fault number = mfda alarm (130). On 08/20/2022 18:34:09.000 alarm alert notification. Fault number = mfda alarm (130). On 08/20/2022 18:39:58.000 alarm alert notification. Fault number = motor drive error (43). On 08/20/2022 19:06:52.000 battery removed. On 08/20/2022 19:06:52.000 alarm alert notification. Fault number = battery removed (84). On 08/20/2022 19:07:26.000 battery inserted. On 08/20/2022 19:08:43.000 alarm alert notification. Fault number = motor drive error (43). On 08/20/2022 19:38:12.000 alarm alert notification. Fault number = motor drive error (43). On 08/20/2022 19:38:59.000 alarm alert notification. Fault number = motor drive error (43). On 08/20/2022 19:39:35.000 alarm alert notification. Fault number = motor drive error (43). On 08/20/2022 19:44:05.000 alarm alertn otification. Fault number = motor drive error (43). On 08/20/2022 19:45:23.000 alarm alert notification. Fault number = motor drive error (43). On 08/20/2022 19:48:13.000 alarm alert notification. Fault number = motor drive error (43). On 08/20/2022 20:25:09.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 20:25:21.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 20:25:23.000 alarm alert notification. Fault number = motor processor communication alarm (3). On 08/20/2022 20:40:48.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 20:41:00.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 20:41:02.000 alarm alert notification. Fault number = motor processor communication alarm (3). On 08/20/2022 20:43:13.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 20:43:25.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 20:43:27.000 alarm alert notification. Fault number = motor processor communication alarm (3). On 08/20/2022 20:45:09.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 20:45:22.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 20:45:24.000 alarm alert notification. Fault number = motor processor communication alarm (3). On 08/20/2022 20:59:33.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 20:59:45.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 20:59:47.000 alarm alert notification. Fault n umber = motor processor communication alarm (3). On 08/20/2022 21:00:15.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 21:00:28.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 21:00:30.000 alarm alert notification. Fault number = motor processor communication alarm (3) on 08/20/2022 21:03:14.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 21:03:27.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 21:03:29.000 alarm alert notification. Fault number = motor processor communication alarm (3). On 08/20/2022 22:07:48.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 22:08:01.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 22:08:03.000 alarm alert notification. Fault number = motor processor communication alarm (3). On 08/20/2022 22:20:38.000 alarm alert notification. Fault number = hardware error alarm (63). On 08/20/2022 22:20:50.000 alarm alert notification. Fault number = hardware error alarm (63). 08/20/2022 22:20:52.000 alarm alert notification. Fault number = motor processor communication alarm (3). Hardware error alarm (63) and pump error 3 confirmed in the pump history file were due to corroded electronic assembly. Pump error 130, pump error 43 - motor drive error (43) were confirmed in the pump history file were due to corroded electronic assembly and motor. Unable to test for failed batt test (58) and batt out limit (6) due to critical pump error (open book image) alarm. Pump error 130 confirmed. Pump error 43 - motor drive error (43) confirmed. Failed battey test (58) unknown. Hardware error alarm (63) confirmed. Battery out limit (6) unknown. Pump error 3 confirmed. Critical pump error (open book image) alarm confirmed due to multiple pump error 3 and multiple pump error 63 alarms. Pump error 3 confirmed, and pump error 63 confirmed in the pump history file were due to corroded electronic assembly. Pump error 130 confirmed. Pump error 43 - motor drive error (43) confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.